Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.

Manufacturer narrative:
The event of electronics performance indicator was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Reviewed session record and longevity assessment were normal with no anomalies found.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was not reported.